Event description:
The user is questioning the "no shock advised" notification given by the device during a patient use event. An xl+ defibrillator was used and the patient survived.

Manufacturer narrative:
(B)(4).